Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding their implantable neurostimulator (ins). It was reported that patient had excruciating pain at their implant site. It started the day before the report and they turned their device down and the pain did not go away. Patient turned device off and the pain still did not go away. Patient stated they also had a lot of pain at the implant site the day of implant, but it subsided. Patient stated they could also feel stimulation in the pocket site sometimes so they left it turned off for the first day. Patient turned it on and had no problems until the day before the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient's healthcare provider (hcp) determined that the cause of the stimulation in the pocket site and pocket site pain was not determined, but the device was turned off. According to the patient's medical information provided by the patient's hcp the patient's pain was in the left upper buttocks near the pocket site and the patient had tried adjusting stimulation with no change in condition so the implant was turned off at that point. Also mentioned in the record was that the patient removed the dressing a day or so after the procedure and there was "no redness, drainage, warm" however the patient felt warm the day prior to the report. The report further noted that there was minimal swelling and minimal pink coloring of the implant site as well as a small amount of serous drainage. The device was evaluated and impedances were found to be normal so the implant was turned on and was shown to be on program 3 at 0.6. When stimulation was increased to 0.8 the patient noted discomfort so stimulation was left at 0.6. Prophylactic antibiotics were given, but the results of site culture were negative for bacteria. Patient status is unknown at the time of this report and no device malfunctions were noted during the hcp follow-up. Here were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Updated patient weight.